Event description:
On (B)(6) 2021, leica bisoystems received information from the complainant by email that four (4) cases were not diagnosable and re-biopsy of a patient(s) had not been either recommended or performed.

Event description:
Leica biosystems received the following complaint: "a couple of days of issues with staining, and today underprocessed specimens embedding and sectioning, in both retorts, no errors, no reagent changes yesterday, no further info available." The complainant initially reported all cases involved were diagnosed; however, on (B)(6) 2020, the assigned leica biosystems field applications specialist received the following information from the complainant by email: "my pathologist just came and told me that in the end he will have few cases that he wasn't able diagnosed. I will keep you posted." Patient identifier information was requested at this time. On (B)(6) 2020, the assigned leica biosystems leica field applications specialist provided information that at least one patient could not be diagnosed, and re-biopsy of a patient(s) had not been either recommended or performed. As of (B)(6) 2021, patient identifier information for the case(s) unable to be diagnosed has not been provided to leica biosystems. If additional information is obtained a follow up report will be submitted.